Event description:
It was reported that this patient experienced syncope. It was noted that the patient was pre-syncopal with an escape rhythm around 20 beats per minute (bpm). This right ventricular (rv) lead exhibited a sudden rise in high capture thresholds. This lead was surgically abandoned and replaced with a new lead. No additional adverse patient effects were reported.